Event description:
Surgeon was implanting a screw into the plate in the pt, while tightening the screw, the surgeon found a piece of metal extracting from the screw and plate hole. The metal fragment was extracted. The plate and the screw were implanted in the pt.

Manufacturer narrative:
Investigation in progress, but not yet complete.